Event description:
It was reported that the patient stated that the pump of this inflatable penile prosthesis (ipp) is too hard to manipulate; therefore, he cannot deflate completely the device. In addition, it was noted that, during intercourse, the cylinders bend. A revision surgery was suggested by the physician; however, the patient is going to get a second opinion first. No additional information was reported.